Manufacturer narrative:
The reported observation of ¿ipg no communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. Per the clinicians manual: per clinicians manual arten600266417 - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2023-01764. It was reported that prior to lead replacement surgery (see related manufacturer reference number 3006705815-2023-01764) ipg was placed in surgery mode and was able to connect. During lead replacement procedure a bipolar bovie was used and ipg lost communication and was unable connect to clinician programmer (cp). Troubleshooting was attempted by the abbott representative to no avail. As a result, the ipg was explanted and replaced. Therapy was restored.